Event description:
Possible intermittent undersensing noted on atrial lead on stored egm's. "Atrial lead sensitivity programmed 0.3 mv." Lead manufactured by boston scientific. Case: (B)(4) / (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).